Event description:
Healthcare Professional reported capsular contracture Baker grade III, "implant sits much higher" and " capsule progressively firmer". Patient had Singulair treatment. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular contracture Baker grade III. A review of the Device History Record has been completed. No deviations or non-conformances noted.